Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with dizziness and palpitations. It was also reported that the pacemaker mediated tachyca rdia intervention feature may have been exacerbating symptoms due to underlying atrial arrhythmia. The implantable pulse generator (ipg) was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.